Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the implant of a 26 mm sapien 3 valve by tf approach in the aortic position, without pre-dilatation, the delivery system balloon burst immediately after a successful valve deployment. There was no consequence for the patient who was doing well.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection of the device revealed a pinhole on the crimp balloon at the triple marker. Gouges were also observed on the flex tip. No other abnormalities were observed. During the functional testing, a leak was observed at the pinhole when the balloon was inflated. Dimensional analysis of the double wall thickness were taken on the crimp balloon proximal to the pinhole. All measurements met specification. The area distal to the pinhole is comprised of the balloon bond and is unable to be measured. Lot history review revealed one additional complaint for ¿balloon ¿ leakage¿. That complaint did not reveal any manufacturing non-conformances which could have contributed to the complaint. There was insufficient information to determine a definitive root cause. Complaint history review from april 2017 through march 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿balloon ¿ leakage¿. Two complaints were not able to be confirmed and no manufacturing non-conformances were identified. Twenty-two (22) complaints were confirmed, but no manufacturing non-conformances were identified in the returned samples. Available information indicated procedural and patient factors may have contributed to the reported events. A review of the complaint history revealed the occurrence rate did not exceed the march 2018 control limit for the trend category of ¿leakage¿. Review of the relevant work orders did not reveal any issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. It is to be noted that in this case, the valve was successfully implanted (no embolization or additional surgical intervention was required. During the manufacturing process, the s3 balloons undergo 100% visual inspections of the critical balloon dimensions, as well as 100% visual inspections for defects. A balloon burst pressure test and additional visual inspections are also performed on sample devices from each lot. During the final inspection of the crimp balloon, the crimp balloon, crimp balloon to inflation balloon laser bond, the balloon catheter laser bond and balloon pleat, folding and forming are 100% inspected. Additionally, product verification (pv) testing is performed on each lot based on a sampling plan. In this case, the complaint for ¿balloon ¿ leakage¿ was confirmed based on visual inspection of the returned device. However, no manufacturing non-conformances were identified in the returned device. Review of available information (complaint history, lot history, and DHR review) did not provide any indication that a manufacturing non-conformance contributed to the observed damage. Although a definite root cause for the reported event could not be confirmed, a review of the complaint history suggests procedural factors (excessive manipulation of the device during insertion or advancement of the valve), in additional to patient factors (vascular calcification) may have contributed to the damage to the balloon or balloon catheter bonds. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed march 2018 control limits for the trend category. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the balloon burst is unknown, as relative patient information was not provided. However, the burst could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.